Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging intermittent audible tones on the pump. The reporter confirmed that the vibratory alerts were still working appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: the pump boots to the verify screen with audible and vibratory features. The audible alarm reading measured within specification at 62.1db. Audio tone feature working properly; no intermittent sound observed. The battery compartment is cracked below the bumper pad. Returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.